Event description:
It was reported that the oncology team have just removed a 4f groshong PICC. This catheter was placed on (B)(6) 2010. The patient was having IV epirubicin treated every 3 weeks. On the last treatment (3 weeks ago), the patient complained of pain in patient's arm however, x rays or investigations were done at the time. Patient complained of pain again and the nurse stopped the infusion and removed the PICC. There was a hole in the PICC 3 inches from the exit site in the part of catheter that would have been lying in the vein. The patient's arm is swollen and the drug might have infiltrated the tissues.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.